Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify confirmation test: yes. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (essure removal on ((B)(6) 2007)). At the time of the report, the uterine perforation, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events: migration, perforation: uterus, dysmenorrhea (cramping),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.